Event description:
It was reported that the clinic was not notified of a red alert for a patient. The notification method was tested and not received. It was determined that the patient does not leave the remote monitor connected at all times. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.